Event description:
It was reported that during the procedure, coating peeled off proximally after the torque device was put over the subject guidewire. The procedure was completed successfully with no impact to the patient.

Manufacturer narrative:
This is 1 of 2 reports (1st MDR). There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire polytetrafluoroethylene (ptfe) coating peeling could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that the coating peeled off proximally after the torque device was put over the wire. Additional information provided by the customer indicated that torque device was used to facilitate directional manipulation of the guidewire. There was no difficulty in rotating the torque device. The coating sheared off after the torque device was put over the wire it is possible that the user backloaded the guidewire through the introducer causing the ptfe to peel. The introducer supplied with the guidewire is intended to be front loaded through the hub of the introducer, it is not recommend to backload the guidewire through the distal end of the guidewire due to risk of guidewire damage. An assignable cause of handling damage will be assigned to the reported event 'guidewire ptfe coating peeling'.

Event description:
It was reported that during the procedure, coating peeled off proximally after the torque device was put over the subject guidewire. The procedure was completed successfully with no impact to the patient.